Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the physician had good cerebral spinal fluid (csf) flow during the implant procedure. The spinal incision was closed in order to move to the pocket to connect the sutureless connector and aspirate from catheter access port (cap). However, the physician could not aspirate. Flushing was attempted but there was a lot of pressure. X-rays and a dye study were performed. The physician flushed with omnipaque and saw good spread but it was still hard to flush. The spinal incision was opened and a 90 degree angle kink was noted where the catheter came out of the anchor. The physician straightened the catheter, sutured it down and increased the strain relief in that incision. Once straightened, the catheter had good csf flow and the physician completed the procedure without further incident. The patient was not affected throughout the procedure as there were no complications or symptoms associated with this event. The patient was reported as alive with no injury at the time of the report. The drug in the pump was reported as none.